Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h11. Additional information: the sureform 60 stapler instrument was being used to staple the small intestine anastomosis. The stapler instrument was installed to fire its fourth stapler reload of the procedure when it experienced an error message requesting the customer match the instrument grips. The stapler instrument was removed without firing the fourth stapler reload and a new sureform 60 stapler instrument was installed to continue the procedure. However, the customer reported that this second sureform 60 stapler instrument experienced the same error and was replaced with a traditional hand-held laparoscopic stapler instrument to complete the stapling. The procedure was completed robotically. Furthermore, the customer clarified that they did not experience any unexpected movements or uncontrolled motion with the sureform 60 stapler instrument(s). The customer explained that a stapler instrument stopped functioning when it was installed with the fourth stapler reload. This event reportedly resulted in a small amount of blood loss. No blood transfusions were administered due to this event. The tear in the small bowel was resolved and the patient was reported to be doing well. Details regarding the medical intervention rendered due to the small bowel injury were not provided. It was reported that it was unlikely that this event would result in a long-term complication with the patient. The patient did not experience any post-operative complications.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder procedure, the sureform 60 stapler instrument experienced uncontrolled motion which resulted in a rupture to the small intestine. The customer initially called in the event because they were experiencing engagement issues with the stapler instrument. Technical support reviewed the system logs for the procedure and found the customer attempted to use the stapler release kit (srk) without pressing the emergency stop button first. After attempting to use the srk, the logs indicate that the customer tried to install the stapler instrument five times, but experienced recognition issues. The customer said they received messages instructing them to match the tip of the instrument with the surgeon hand controls. Technical support suggested the customer return the stapler instrument. Upon follow-up with the surgeon, they confirmed that a nurse in the room may have used the srk without pressing the emergency stop button and while the stapler instrument was installed. After this, the stapler no longer functioned, and the procedure was continued with a new stapler. With the new stapler, a warning appeared indicating that the hand controller needed to be aligned with the instrument. Despite attempts, this alignment did not work. It is unknown how the procedure was continued after this event.

Manufacturer narrative:
The stapler logs for this procedure were reviewed. The first sureform 60 stapler instrument used was installed on the system 3 times and fired 2 blue reloads. Installs 1 and 2 saw the instrument clamp and fire without issues. On install 3, a blue reload was loaded, however no clamping or firing was attempted. Approximately 2 minutes later, the system detected that the stapler release kit (srk) was being used on the instrument. The logs do not show the emergency stop button being utilized. At this point, the instrument was force expired by the system due to use of the srk. The logs indicate the user tried to re-install the stapler 4 times after using the srk, however the tool was expired and could not be used. The instrument was then removed from the system and not used again in the procedure. The logs show a new sureform 60 stapler instrument was then installed on the system to continue the procedure. This stapler instrument was installed on the system 4 times and fired 1 blue reload. On install 1, the system failed to detect the reload color and the user manually selected the blue reload via the graphic user interface (gui) on the surgeon side console (ssc) touchpad. On install 1, there was 1 successful clamp attempt, and 20 aborted clamp attempts with no firings attempted. On install 2, there were 6 aborted clamp attempts, and 1 successful clamp and a successful reload fire with no pauses for compression. On install 3, there were 13 aborted clamp attempts. No firing was attempted. On install 4, there were 2 aborted clamp attempts. No firing was attempted. The instrument was then removed from the system and not used again in the procedure.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: the sureform 60 stapler instrument used during this event was returned for failure analysis evaluation. The reported problem could not be replicated on an in-house system. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler initialized, clamped, fired, an unclamped without any issues in both attempts with an in-house green sureform 60 reloads. The instrument fired successfully and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.

Event description:
Refer to h11 for follow-up information.